Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The same day as event onset, the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient outcome was not reported. Dianeal therapy was ongoing. No additional information is available as the reporter declined follow up.

Manufacturer narrative:
Upon follow up it was reported; the cause of the event was a breach in aseptic technique. The breach in aseptic technique was further described as ¿changed caregiver¿. On an unreported date the patient was treated with unspecified antibiotics (drug names, doses, routes frequencies and durations not reported) for peritonitis. Fifteen days after the event onset, the antibiotic treatment was discontinued and the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.